Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lhr review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hosp reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the deployment tube into the aorta. A replacement seal was used to complete the procedure. No pt effect has been reported.